Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm at the time of self test and insulin flow block alarm. Customer stated that they had tried different infusion sets. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed functional testing including the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self tests. No pump error 63 alarms were noted during testing. However, a pump error 63 alarm was found in the formatted history file due to a broken trace on the keypad assembly. No delivery anomaly was noted.